Event description:
It was reported that the patient's implantable neurostimulator shut itself off after being around stereo speakers. Electromagnetic interference was suspected. Reference MFR report #3004209178200902659.